Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the barbs of a 55 cm optease vena cava filter punctured the long sheath after resistance was encountered halfway during advancement of the filter with the pusher. A new inferior vena cava filter was implanted to complete the procedure. There was no reported patient injury. No damage was noted on the 55 cm optease vena cava filter or its packaging before opening, and the device was stored and prepared according to the instructions for use. The user had been trained on the device. The indication for filter insertion was deep vein thrombosis diagnosed by inferior vena cava venography with a high thrombus burden, and no thrombus was present at the implant site. The patient received anticoagulation therapy post-implant and experienced no contraindications to therapy or recurrent pulmonary embolism. Pre- and post-procedure imaging showed a normal vena cava size and shape, although the vessel size was estimated rather than measured, and no peri- or post-procedural complications occurred. The sheath supplied with the filter was used for access; the delivery path did not involve an acute or sharp bend, the delivery sheath was not kinked, and the vessel dilator remained in the sheath introducer until the desired deployment location was reached. The cause of the resistance encountered during advancement remains unclear. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the barbs of a 55 cm optease vena cava filter punctured the long sheath after resistance was encountered halfway during advancement of the filter with the pusher. A new inferior vena cava filter was implanted to complete the procedure. There was no reported patient injury. No damage was noted on the 55 cm optease vena cava filter or its packaging before opening, and the device was stored and prepared according to the instructions for use. The user had been trained on the device. The indication for filter insertion was deep vein thrombosis diagnosed by inferior vena cava venography with a high thrombus burden, and no thrombus was present at the implant site. The patient received anticoagulation therapy post-implant and experienced no contraindications to therapy or recurrent pulmonary embolism. Pre- and post-procedure imaging showed a normal vena cava size and shape, although the vessel size was estimated rather than measured, and no peri- or post-procedural complications occurred. The sheath supplied with the filter was used for access; the delivery path did not involve an acute or sharp bend, the delivery sheath was not kinked, and the vessel dilator remained in the sheath introducer until the desired deployment location was reached. The cause of the resistance encountered during advancement remains unclear. A non-sterile optease vc filter ous catheter (55cm femoral only) was received coiled in a clear plastic bag, with only the sheath returned for evaluation. Visual inspection revealed the sheath was kinked at approximately 5 cm and 27.7 cm from the distal tip and perforated at around 20.6 cm, with no other visible damage. The unit passed a flushing test, but the filter could not be advanced through the sheath using a lab obturator due to the perforation. Microscopic analysis confirmed a filter strut had perforated the sheath from the inside, with internal scratches, material discoloration, elongation, and localized deformation noted near the damage, suggesting mechanical stress from potential misalignment or excessive force during filter loading or insertion. The filter was successfully released and exhibited no structural anomalies. Dimensional analysis of the sheath¿s inner and outer diameters near the damaged area confirmed that the component met specification requirements. The reported ¿filter - impeded-perforated sheath¿ was seen during the product evaluation however, the root cause is unknown. The event details indicate use was consistent with the instructions for use (IFU) however, the signs of mechanical stress identified during the evaluation suggest this event may be related to applying excessive force while attempting to advance the filter. According to the IFU, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.